Manufacturer narrative:
The field service engineer (fse) found broken tubing on triple pinch valve to backwash pump (pm8). The fse replaced the tubing which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures.

Event description:
The customer reported a leak of blood tainted fluid coming from the coulter lh 500 hematology analyzer. The volume of the leak was approximately one hundred (100) ml and was not contained within the instrument. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.